Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. Upon interrogation, it was revealed that the left ventricular cap confirm was in high output. Programming changes were successfully made. The patient was stable and free of any symptoms.